Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 23 after they changed the battery. It was also stated that the insulin pump experienced an unexpected re-start. The blood glucose reading was 275 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be returning for analysis.